Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker device. Device analysis was not able to be performed. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker device. Device analysis was not able to be performed. Additional information was received and this device was explanted and successfully replaced. No additional adverse patient effects were reported.